Event description:
It was reported to philips the device shut down and alarmed while in patient use. This event was reported to have occurred during patient use. There was no impact to the patient. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer spoke with a philips remote service engineer (rse) and requested a field service engineer (fse). Following the evaluation of the device, the fse observed the battery had a 2017 manufacture date, so it was at or near the end of its natural lifespan of 5 years. The customer gave the fse a battery. The fse replaced the battery to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.